Event description:
Patient on ventilator # v6 in ER, upon arrival to room no visual or audible alarms. Patient removed from #v6 and placed on transport ventilator, proceeded to ICU with #v6 in stand-by mode. Arrival to ICU #v6 hooked up and placed on patient, within a few minutes #v6 started alarming o2cell/sensor failure. Patient vitals remained stable. Patient removed from #v6 and placed on another ventilator #v22.